Event description:
It was reported, that the pacemaker system exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) lead. In multiple stored episodes over approximately (B)(6) year. The pacing inhibition resulted, in asystole ranging from greater than one second to greater, than three seconds in some of the episodes. The patient was noted, to be pace therapy dependent. No patient symptoms are known. Boston scientific technical services suggested to the healthcare provider to perform a rv lead evaluation in the clinic. The pacemaker device, rv lead and right atrial (ra) lead were all subsequently, explanted and replaced. The rv and ra leads are not boston scientific products. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).